Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: five samples were returned by the customer in support of this complaint. They were each used to draw 8 vacutainers with horse blood from an elevated reservoir to simulate venous pressure. A small amount of blood was seen in the flash-chambers, and all tubes drew satisfactorily. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7040789. Conclusion: the complaint is not confirmed as the customer¿s defect mode could not be replicated from function testing of the returns.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with holder had the chamber flood sometimes and would occasionally collapse requiring a second puncture. No injury or medical intervention reported.